Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (response buttons pressed after the treatment was delivered). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of atrial flutter waves. The multiple counting satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly sleeping and in a skilled nursing facility at the time of the event. The device began to alarm and the patient reportedly pressed the response buttons. A nurse reported that the device was saying that a treatment was delivered. Multiple counting of atrial flutter waves contributed to the false detection. The multiple counting satisfied the rate detector of the detection algorithm. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. Following the treatment, the patient remained in the skilled nursing facility and continued wearing the lifevest.